Event description:
Caller mentioned receiving replacement handset and communicator, see sr # (B)(4) . Agent only sees the handset as being replaced. Patient is going to be having an MRI and agent intended on walking caller through MRI mode. Agent unable to do so, see call code note regarding communicator. Patient (pt) states she continuously charges her communicator but the communicator was unresponsive today when attempting to connect to the implantable neurostimulator (ins). The caller had the communicator plugged in a the beginning of the call. When communicator unplugged and attempts to turn on were made, the battery light and bluetooth light were not responsive. Agent had caller try to reset the communicator and that did not resolve the issue. Agent to request communicator be sent overnight to the patient and the pt will call back tomorrow for assistance. The pt does not appear to be familiar with her externals at all. See pe # (B)(4) - pt mentioned this record and noted that she was unsure if the ins was turned off and she wants to confirm that it is off. The pt mentioned she is having pain because the ins is presumably off. Pt mentioned feeling stim go down her legs at tha t time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 : updated with additional information medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient (pt) called back stating they received the communicator but still not able to get it to work. Pt mentioned they needed an MRI. Pt mentioned their stim was turned off. On the call pt got device not found. Had pt switch communicator and enter the sn and reviewed to place the communicator over the ins. Pt was not able to connect after multiple tries. Pt then mentioned the light on the communicator went orange. Pt said they charged it. Had pt plug in the communicator in the wall and the light was orange. Instructed pt to try a different wall adaptor/cord. Pt plugged their own and the light started flashing green. Instructed pt to keep charging the communicator. Made an outbound call to help connect to ins. Pt did not answer. Patient called in stating they needed to switch group from c to b. Patient mentioned they felt electricity down to their legs and wanted to switch group and see if that works for them. During the call patient saw on their handset group b. Agent confirmed that they were in group b. Patient adjusted the stimulation 2.7 but doesn't feel anything. Patient will try it out and moved around and will adjust it if needed. Pt called back in and reported the MRI facility called because they needed to know what group and program the pt was on to perform the MRI.